Manufacturer narrative:
(B)(4). UDI# - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Medical product: pn: ni ln: ni unknown liner, pn: ni ln: ni unknown acetabular shell, pn: ni ln: ni unknown femoral stem. Report source - foreign: event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00120 & 3002806535-2017-00121.

Event description:
It was reported a patient underwent a hip revision procedure 15 days post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.